Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's parent, that the insulin pump is not delivering insulin and there is an absence of a no delivery alarm. Customer's blood glucose level at the time 315mg/dl. Customer's blood glucose level at the time of the call 272mg/dl. The customer treated with manual injection. It was reported that the customer also experienced nausea. Troubleshooting was declined. No additional information was provided.